Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The shaft of the catheter was cut in order to deflate the balloon.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The shaft of the catheter was cut in order to deflate the balloon.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The evaluation found that the returned catheter had been cut into 3 pieces. However, no pinch or blockage was observed. Water was able to be introduced in all returned pieces of catheter. No conditions were found on sample that could be associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. Hence, the reported event is inconclusive. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.